Event description:
The customer reported sensor anomaly. Customer's blood glucose was 50 mg/dl. Customer stated when she inserted the sensor and pressed the green button nothing happened. Customer had not removed pedestal from sensor. Assistance provided to customer. No further assistance provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.